Event description:
During the surgical procedure, two of the anthrex fiberstitch anchors were not functioning properly. In one of the devices, the white plastic sheath disconnected from the anchor. With the other device, the outer metal and plastic sheath disengaged from the handpiece upon removal from the patient. There was no apparent harm to the patient associated with these two devices.